Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2026, the patient underwent a dialysis catheter placement procedure using equistream hemodialysis catheter. After some time, it was found that a bubble had formed in the catheter tube between the terminals and the bifurcation. There was no reported patient injury.